Manufacturer narrative:
On 04/26/2019, the mentor failure analysis lab received the device for evaluation. On 05/07/2019, mentor completed the investigation on the suspect medical device. During evaluation of the sample a crease was observed. Within the crease, a rupture was noted in the posterior aspect, measuring approximately 19.5 cm. No other anomalies were observed. Complaint could not be confirmed since there is no event to compare with. At this point, is not possible to determine a root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent a breast augmentation procedure with a mentor memorygel breast implant 450cc gel breast prosthesis had the device explanted on (B)(6) 2019. It was requested that the right breast prosthesis be sent back to mentor. It is currently unknown what complication occurred with the explanted device.